Event description:
The event is reported as: alleged issue: "the balloon would not inflate when catheter was used." No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.